Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to confirm the keypad anomaly due to the display anomaly.

Event description:
The customer reported that the numbers were ramping up when entering the blood glucose reading. Advised that the insulin pump would be replaced. Nothing further was reported.